Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the tenth day of wear. As a result, customer was unable to obtain neither glucose scans or alarms and required treatment of glucagon injection by husband. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported that the freestyle libre 2 sensor detached prematurely on the tenth day of wear. As a result, the customer was unable to obtain either glucose scans or alarms and required treatment of glucagon injection by her husband. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor 3mh008urj58 has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. The sensor adhesive was not returned, therefore adc is unable to further test the returned product. As submitted in the initial report for this issue, the dhrs (device history review) for the freestyle libre sensor kit was reviewed and the dhrs showed freestyle libre sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this also serves as a correction report. H4 - device mfg date was incorrectly documented in the initial MDR report. H4 has been updated.